Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (b)(6 was performed from the date of manufacture, 13-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that the root cause was improperly seated pockets in the main half-height cubie drawer 5-2, row d, which caused three pockets to not appear in the cubie map. A field service engineer resolved the issue by reseating the pockets, removing debris, rebooting the system to restore pocket detection, and reassigning and reloading the medication for the pocket that lost its association. The system functioned as intended after the field service engineer completed the repair.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had cubie failure and not recognized. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.